Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath valve was leaking. Prior to a procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was leaking from the valve in a fast drip. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.